Manufacturer narrative:
Concomitant products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method - lens work order search. Results - a lens work order search was performed, no similar complaint was found. Conclusions - based on the complaint history and lens work order search, it was determined the device did not cause nor contribute to this incident. This device was used as a piggyback lens, this lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. (B)(4). Lens was discarded by the facility.

Event description:
The reporter stated the surgeon inserted a aq5010v three piece silicone lens. The lens was inserted into the patient's left eye with forceps folder as a piggyback lens. The unfolding lens opened abruptly and displaced the primary lens in place. Both lenses were removed and replaced with a single piece sulcus lens. There was an opened capsule and a vitrectomy performed pre-op. The capsule was already compromised before the lens insertion. The incident was not product-related. The lens was discarded.